Event description:
The procedure was to treat a discreet lesion in the lad. (The patient had diffuse disease and was living off the lad). No pre-dilatation was performed as it seemed like a straight forward lesion. Another company's stent was advanced and pressurized to 4 atm. An attempt was made to increase the pressure, but it would not increase above 4 atm. Due to the partially inflated balloon which was occluding the vessel, the patient experienced v-fib and was cardioverted. At this time the indeflator was "slammed" to 14 atm which deployed the stent. Negative pressure was applied, successfully deflating the balloon, and the stent delivery system was removed. The patient suffered burns from the cardioversion. No additional information was available.